Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 16, with no notable events preceding the issue. The impact on the customer's blood glucose level was unknown as their response was declined. Tandem customer technical support (cts) decided to replace the pump, as it was still under warranty. The customer was advised to put the pump into storage mode and was informed about returning the malfunctioning pump within 10 days to avoid charges. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.